Event description:
It was reported that the programmer generated error messages. Follow-up determined that the errors occurred upon start-up. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product ID: 2067l radio frequency programmer head; (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the reported event. The main processing unit (mpu) board was replaced and the hard drive was reimaged to address the error. Software was also reloaded.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.